Event description:
It was reported through the gore samcustomerservice website that the patient plans to sue gore. Additionally, the patient claims she has three doctors on her side that are willing to state that gore-tex destroyed her nose, it broke down and rotted the bone in her nose. According to the patient, the three doctors have 'never seen such a mess' and the patient has proof it was the gore-tex that was put in her nose. No device was returned for examination.

Manufacturer narrative:
A review of the manufacturing paperwork could not be conducted because no lot number information was supplied. Note: multiple requests for additional information have been made with no response. The device was not returned. Consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.